Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18 although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct (cbd) during a gallstones removal procedure performed on (B)(6) 2017. According to the complainant, during a difficult biliary calculus spyglass procedure with further identification and typing of a non determinants stenosis (ndd) using a spybite biopsy forceps for the biopsy, the physician used the spyscope ds to examine the various biliary segments. The image showed several signs of calculus. After eliminating the calculus with laser, the physician found a stenotic area. The physician proceeded to biopsy this area using the spybite biopsy forceps. Towards the end of the procedure, the physician noticed a protrusion from the spyscope ds. Once the procedure was completed, the physician removed the spyscope ds from the patient and when examined, it was noticed that the working channel sleeve protruded. Reportedly, no part of the device detached. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the spyscope ds device found the working channel sleeve extended from the distal cap when received. The tip of the protruded sleeve was frayed. The proximal end of the distal cap was aligned to the cap weld. There was evidence of the production bonding process and the application of heat to the outside of the catheter during manufacturing assembly, as seen in the working channel sleeve reflow/bond. The distal tip articulated without issue. A spybite device was passed through the working channel without issue. The distal cap was removed from the catheter for examination. The distal end of the exposed working channel sleeve was tugged; it did not detach from the catheter. The catheter was cut open to expose the working channel sleeve. The catheter was pulled back to assess the adhesion of the working channel sleeve to the pebax. There was weak physical evidence of the working channel sleeve attachment, however, the inside of the catheter did have strong visual evidence of the adhesive used to attach the working channel sleeve to the inside of the catheter the complaint was consistent with the reported event of working channel sleeve protruding. The working channel sleeve protrusion was most likely due to anatomical/procedural factors encountered during the procedure, therefore, the most probable root cause for the working channel protrusion is operational context. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct (cbd) during a gallstones removal procedure performed on (B)(6) 2017. According to the complainant, during a difficult biliary calculus spyglass procedure with further identification and typing of a non determinants stenosis (ndd) using a spybite biopsy forceps for the biopsy, the physician used the spyscope ds to examine the various biliary segments. The image showed several signs of calculus. After eliminating the calculus with laser, the physician found a stenotic area. The physician proceeded to biopsy this area using the spybite biopsy forceps. Towards the end of the procedure, the physician noticed a protrusion from the spyscope ds. Once the procedure was completed, the physician removed the spyscope ds from the patient and when examined, it was noticed that the working channel sleeve protruded. Reportedly, no part of the device detached. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.